Manufacturer narrative:
Date of report: 23aug2021.

Event description:
It was reported that the ventilator had an error code indicating proximal pressure sensor autozero failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
A data acquisition (da) board was returned for analysis. Visual inspection of the data acquisition (da) board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
A solenoid valves were return for analysis. Visual inspection of the solenoid valve (sol3 & sol 4) revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the solenoid valves, data acquisition board, and the unit passed all testing. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided.